Event description:
The customer reported the system would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The memory and the printed circuit board were reseated. The system was tested and found to be working as intended and put back into service.